Event description:
A healthcare worker (hcw) had a reaction alleged to be attributable to oil mist from the sterrad nx sterilizer. The hcw experienced shortness of breath, burning eyes and nausea for an hour. The hcw did not seek medical treatment. Subsequent customer follow up indicated the hcw is stable. She did not receive any medical treatment since the incident.

Manufacturer narrative:
(B)(4) no code available: shortness of breath, burning eyes. An asp field service engineer assessed the unit onsite. He found no problem with the unit.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the health hazard analysis. The DHR (device history review) for sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for haze/ oil mist failures prior to this event. Trending analysis for haze/ oil mist issues associated to the sterrad nx found there is not a significant trend. The hhe (health hazard analysis) relating to haze/ oil mist issues is considered none/negligible risk. There were no parts returned for investigation of the report of haze/ oil mist. The root cause could not be determined. After testing the system, the fse did not notice any haze/ oil mist coming from the unit.